Manufacturer narrative:
The patient's device was explanted. The patient was reimplanted with another advanced bionics cochlear device.

Manufacturer narrative:
The device passed both the external visual and photographic imaging inspections. System lock was verified. The device passed all of the electrical tests performed. This is an interim report.

Manufacturer narrative:
The device passed both the external visual and photographic imaging inspections. System lock was verified. The device passed all of the electrical tests performed. This is an interim report.

Manufacturer narrative:
The device passed both the external visual and photographic imaging inspections. System lock was verified. The device passed all of the electrical and mechanical tests performed. The reported complaint of open electrodes could not be verified during this analysis. The device passed the tests performed. This is the final report.

Event description:
The company was informed that the patient is experiencing intermittencies and headaches. External equipment was exchanged and programming adjustments were made, however the issue was not resolved. Device testing revealed that the device is not functioning within specifications. Revision surgery is under consideration.